Event description:
Boston scientific received information that during an upgrade procedure, the right ventricular (rv) lead was electively replaced due to high threshold measurements. During the procedure, it was noted that the rv lead may have dislodged during a previous ablation as the position of the lead was not in the normal apical position. This lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.